Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified intravenous and intraperitoneal antibiotics for peritonitis. The patient was discharged from the hospital four days after admission. At the time of this report, the patient was recovering from the event. Dianeal and extraneal therapies were suspended for an unreported period of time, were resumed and were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.